Manufacturer narrative:
On (B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
During the first scheduled follow-up, performed two months after implant, high ventricular impedance, poor sensing (3mv), loss of capture and ver high threshold were observed. During the implant revision, the physician measures with a psa normal values on the lead. Re-connection yielded normal electrical values, but the physician decided to implant another device.